Event description:
Unable to interrogate the pacemaker with multiple programmers. Pacing intact. Magnet response is appropriate but unable to make telemetry link with programmer. Scheduled for replacement of p6 - surgery next week.